Manufacturer narrative:
Insulin pump received unable to performed the displacement test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack on the bottom. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.